Event description:
Approximately 1 week after placement bleeding noted at the exit site. Bleeding stopped but the catheter was found to have broken off. One piece migrated to the left heart and the other migrated to the right heart. Retrieval of the fragments was attempted but was unsuccessful.

Manufacturer narrative:
The product implicated is a 7fr d/1 catheter. Returned for eval are four unused same lot samples. The samples are in their sterile, unopened packages. A history review of lot #43chp012 shows no mfg issues, and no other field complaints concerning subcutaneous breakage and embolization reported for this lot. Notes in the file indicate that approx 1 week after catheter placement, bleeding was noticed at the exit site and the catheter was found to have broken off. One piece migrated to the left (side of the) heart, and another piece migrated to the right (side of the) heart. Fragment retrieval was unsuccessful, but the remaining external portion of the catheter was removed and is retained by the mother of the pt. All four samples are removed from their sterile packaging and visually examined under 5x magnification. No abnormalities or defects are seen. At the same time, the samples are tactually inspected for weakness or elastic deformation. No anomalies are noted. One of the samples is pulled to failure at all three joints of the bifurcation. All breaks are typical and require substantial effort to achieve tubing failure. Before this sample was destroyed, all four samples were flushed and pressurized using a 12cc syringe filled with water. With their distal tips occluded, all samples bulge and are held for at least 5 seconds without any signs of leakage. One sample is taken to failure. Both lumens are burst using a 3cc syringe and water. Both lumens fail typically and required excessive effort to burst the tubing. No mfg defects or anomalies are detected in any of the samples returned. All function normally and are of adequate construction. The spontaneous subcutaneous breakage of the original used product is inconclusive. Inspection of the samples returned shows them to be free of any mfg defect.